Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 lot number and UDI number, d7a no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by customer that during use the mega 50cc intra-aortic balloon (iab) was difficult to push through the sheath and the iabp catheter starts to unwrap during the process. 2nd balloon was inserted without issue thru a different manufacturers sheath, no harm reported.

Manufacturer narrative:
Due to character limitation e1(initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.